Event description:
A user facility registered nurse (rn) reported an internal blood leak occurred from a non?fresenius dialyzer. The machine alarmed a blood leak alarm approximately 3 minutes after treatment was initiated. The treatment was discontinued and the patient's blood was not returned. The estimated blood loss (esl) was 200ml. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on a different machine without issue. The dialyzer is not a fresenius product line. Additionally, there was no allegation against any fresenius products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).